Manufacturer narrative:
Device evaluation: product evaluation was not performed because the product has not been returned. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight/ethnicity: unknown / not provided. Implant date (2021 reports): if implanted, give date: not applicable, as lens was removed during the same procedure. Explant date (2021 reports): if explanted, give date: not applicable, as lens was removed during the same procedure. (B)(6).. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported that the plunger did not engage the iol (intraocular lens) correctly and tore through the cartridge tip and damaged the cornea. The iol had a small tear on the edge. Issues noticed during implantation of the lens into the patient's left eye. The lens was fully inserted. The lens was removed from the eye which the incision was enlarged and sutures were required. There was a delay in the procedure. Postoperative drops were prescribed to the patient. No information on the patient outcome was provided. Vision pre-operative: 6/7.5. No further information has been provided.